Event description:
The pt reported he noticed moisture in the cartridge chamber of his insulin infusion device. The pt stated he inserts the cartridge into the chamber, attaches the adapter and then attaches the tubing. The pt was advised to attach the cartridge, adapter and tubing as one unit prior to inserting into the chamber. The pt stated there is only a small amount of moisture in the chamber and it smells like insulin. The pt was instructed to dry the insulin from the chamber with cotton swabs which he did. The pt was then instructed to turn the device upside down and let it dry out for 24 hours. The pt was assisted in switching to his backup infusion device. On follow up the next day, the pt stated there is no evidence of wetness, and will switch back to his primary device once he uses up his current insulin cartridge. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.